Manufacturer narrative:
Investigation is ongoing. Valve remains implanted.

Event description:
As reported, approximately 6 years, 3 months post successful tavr implant of a 26mm sapien 3 valve the hospital is reporting the valve is failing due to stenosis. The physician is planning to perform a valve in valve to treat the failed valve. Recent CT revealed halt and recent echo showed the aortic valve area was 0.7cm2.

Event description:
Additional records were received for review. An additional tee was performed revealing a mean gradient across the valve of 8mmhg, the leaflets were noted to be thin and normal appearing with normal mobility. Cta performed that same day confirmed clear evidence of halt of the tavr valve. The patient will continue medication and feels clinically better.

Manufacturer narrative:
Corrected b.7 with medical history received within medical records. Investigation is ongoing.

Manufacturer narrative:
H.6 investigation codes updated. The valve was not returned for evaluation. During manufacturing of the sapien 3 transcatheter heart valve, the valve and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The IFU was reviewed. Accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Thv recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. This device has not been tested for use without anticoagulation. Valve stenosis, device degeneration, and structural valve deterioration are listed as potential risks associated with the use of the valve, delivery system, and/or accessories. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances were identified, a product risk assessment (pra) escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. The valve degeneration/deterioration was confirmed based on medical record. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. As reported, ''approximately 6 years, 3 months post successful tavr implant of a 26mm sapien 3 valve the hospital is reporting the valve is failing due to stenosis'' and ''recent CT revealed halt and recent echo showed the aortic valve area was 0.7cm2.'' Per the instructions for use (IFU), structural valve deterioration and device degeneration are known potential risks associated with the device. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets with tissue calcification as a common failure mode. In this case, review of medical confirmed revealed that patient had history of chronic kidney disease, diabetes, and hyperlipidemia. It is widely understood that patients with chronic renal disease and diabetes may be predisposed to bioprosthetic calcification. Hyperlipidemia is also risk factor for developing tissue calcification due to high cholesterol being implicated in the valvular calcification process. Bioprosthetic tissue calcification may in turn cause leaflet thickening, which was also present per medical record. Thickened leaflets likely account for reported stenosis and elevated gradients as they likely contributed to the narrowing of effective valve orifice (stenosis), making it harder for the heart to eject blood from the ventricle. As such, available information suggests that patient factors (hyperlipidemia, diabetes, chronic kidney disease) may have contributed to the complaint event.